Event description:
It was reported that the device alarmed for no disposable clamp tubing and continued to alarm after the pump was stopped. Troubleshooting included powering off the pump and clamping the line, removing the cassette and depressing the green tab while massaging the tubing. Afterwards, the cassette was reconnected and the device was powered on. After opening the clamp, the pump restarted. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Report sent to FDA is unknown. No information has been provided to date. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use or failed to meet product specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. If the product is returned, ICU medical will reopen this complaint for further investigation.